Manufacturer narrative:
Concomitant product(s): product ID: 3888-33, lot# va0n55h, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0llty, implanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# va0lksv, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0lksv, implanted: (B)(6) 2014, product type :lead. Product ID :3888-33, lot# va0n55h, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0llty, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0lksv, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45 ,lot# va0lksv, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient was involved in a motor vehicle accident on (B)(6) 2015. They were hit on the passenger side and the patient was the driver. During the accident the patient was "twisted." After the accident they lost coverage to their right hip. The patient met with a manufacturer representative and their doctor for a surgical consult. Electrodes 11-15 had out of range high impedances for the peripheral nerve stimulation lead in their right hip. The leads were found to have moved lower as a result of the car accident. The lead covering the patient's right hip was revised and replaced with a new lead. The patient had good coverage and no issues after the revision. The patient was indicated for spinal pain.